Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The loaner micro reciprocating saw was sent for evaluation because it was leaking a black substance after sterilization. There was no patient involvement; no adverse event was associated with the device.